Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the reported event. Eventhough root cause cannot be determined, information suggests implant selection may have contributed to the reported event. Labeling review: "... The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." "...based on fatigue testing results, when using the monolith corpectomy system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system."

Event description:
On (B)(6) 2017 a patient underwent a vertebral body replacement procedure at l4-l5 levels. During the two week follow up radiographs revealed a gap between the end cap of the implant and the vertebral body. On (B)(6) 2017 a revision procedure took place where the 25 mm implant was replaced with a 27 mm implant. No patient injury or product malfunction reported.